Event description:
It was reported that a perforation was located in the distal left anterior descending artery (lad) and a dissection was located in the proximal lad. The 3.0 x 19 mm graftmaster stent was unable to cross past the proximal part of the vessel to treat the distal perforation. The perforation was sealed using prolonged balloon inflations and the implantation of a 3.0 x 28 mm xience v stent. The proximal dissection was treated by implanting a 2.25 x 23 mm xience nano stent. The final outcome was reported to be good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: grandslam, runthrough; guide cath: mach1. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.